Event description:
Iabp alarm regarding potential helium leak; no kinks or blood noted in tubing; helium tank low and replaced but continued to intermittently have alarm. Balloon volume titrated down from 40cc to 34cc with cessation of alarm. Blood noted in helium tubing. Iabp decreased to 1:4 after speaking with md. Iabp removed.